Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer had not yet loaded a new cartridge, however stated they would do so to resume insulin therapy. Customer's blood glucose was 110 mg/dl.